Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure the delivery catheter tether broke. The leadless ipg system was removed and replaced with a different system. Post implant procedure, a pericardial effusion was diagnosed. Healthcare professional indicated unknown cause, and alleged the introducer may have caused the right atrial perforation. The leadless ipg remains in use. No further patient complications have been reported as a result of this event.